Event description:
It was reported that during a cryoablation procedure, when the balloon catheter reached the left atrium and freezing began, st-elevation on electrocardiogram was observed and it was suspected air embolism occurred. The procedure was immediately halted, and the balloon catheter was removed from the body. Upon inspection, it was observed that blood was in the folds of the balloon catheter and it could not be washed away. It was also noted that the balloon on the catheter was ruptured. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.